Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The suture break was unable to be confirmed as the suture was not returned. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties however the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site - will be added for use of the 22fr sheath, per instructions for use, under indications for use: the perclose proglide 6f smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5fr to 8fr sheaths. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in an unspecified vessel using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The puncture was 22fr. Reportedly, when the plunger was removed the suture was found broken next to the knot. An additional proglide devices were used for successful suture placement using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. No femoral angiogram was performed. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.